Event description:
A customer reported that during a cataract surgery, the system shut down on its own. The staff pushed the restart button. But a yellow screen displayed. They pushed the button again and was able to complete the case successfully following a short delay. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).